Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 31-10-2017 with the following findings: the pump was returned with moisture behind the display lens. There was no evidence of a battery life issue observed in the black box. There was no damage to the returned battery cap or battery compartment and no moisture was observed. The returned battery cap fully attached to the pump and powered it on. Current draws measure within specifications. A "battery life" issue was not duplicated during testing. The leak test failed due cover crack on front of pump between lens bezel and case seal. The pump cover was removed and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.